Event description:
The pt tested his blood glucose on the suspected device and it was 146 mg/dl. He took his insulin dosage based off of the suspect device reading. 15-20 minutes later while walking to a restaurant, he passed out. His sister called the paramedics. When they arrived, they tested his blood glucose on their device and it was 13 mg/dl. He was given juice with sugar.